Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with l2,l3 vertebral burst fracture underwent (2 above and 2 below) spinal fixation. Fixation was performed without l2/3 .intra-op, an extender was disengaged from the head of a pedicle screw at l5 which was in the most caudal side when the surgeon was placing a rod using a sequential reducer after rod insertion. The sales rep considered that the surgeon performed rod bending too much for giving lordosis and it caused excessive tension between the extender and the screw head then the extender was disengaged. The surgeon indicated same opinion as the sales rep. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis:visual, optical and microscopic examination of the mas head engagement feature display significant deformation and damage of the retention features. The event description suggests that the extenders may have been fully reduced individually. The surgical technique advises against this, stating ¿it is important to reduce the rod in stages. The complete reduction of one extender without reducing the others will cause the rod to put a strong force on the other extenders, which can cause difficulties when reducing the others. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. The above observations are consistent with overload of the extender mas head engagement features. If information is provided in the future, a supplemental report will be issued.